Manufacturer narrative:
On 1/7/2020, the product investigation was completed. Device investigation summary: during visual inspection the sample, the device was found to be ruptured. A crease was also found in the edges of the tear. No other anomalies were observed. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. These kind of findings are consistent with a crease/fold failure which is a known inherent risk associated with the use of gel-filled mammary prostheses and may be the result of one or more of the following contributing factors: continuous and sustained stresses to the device - such as too small a breast pocket and folding or wrinkling of the shell in the breast pocket. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: rupture. Concomitant medical products: 250cc mentor memorygel breast implant (catalog number 3502504bc, serial number (B)(4)). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient underwent a primary breast augmentation with 250cc mentor memorygel breast implants and experienced postoperative right-sided rupture. The diagnosis was confirmed by a physician upon examination. As a result, the patient underwent bilateral explantation on 11/26/2019 and replaced with 400cc mentor memorygel breast implants (catalog number 3504004bc, left-sided serial number (B)(4), right-sided serial number (B)(4)).

Manufacturer narrative:
On 12/17/2019, mentor received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer reference number: (B)(4).